Event description:
Customer called to report a leak from around the flow cell of the coulter lh750 hematology analyzer. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing between the flow cell and the differential mixing chamber was cut. The fse then replaced the tubing and verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no one was affected by or exposed to the leak.

Manufacturer narrative:
(B)(4).